Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary heart disease. After predilating the target lesion, a 20mm x 4.00mm promus premier select stent was selected for treatment. It was noted there were no issues present upon opening the package of the device. During insertion, the stent was damaged at the distal end. The stent was not implanted and was removed. It was noted there were no issues present upon opening the package. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary heart disease. After predilating the target lesion, a 20mm x 4.00mm promus premier select stent was selected for treatment. It was noted there were no issues present upon opening the package of the device. During insertion, the stent was damaged at the distal end. The stent was not implanted and was removed. It was noted there were no issues present upon opening the package. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 20 x 4.00mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the midshaft section of the shaft polymer extrusion. No other issues were identified during the product analysis.